Manufacturer narrative:
D10/h2/h3/h6: logs and archives were received for analysis. Analysis determined that based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. It was also noted that the arm was loose/not completely tightened which may have caused the alleged inaccuracy. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the system had an alleged inaccuracy of 1.5 cm off deep as well as 1 cm off the midline. When the patient was registered the accuracy was fine, but it was after the surgeon returned to navigation after opening up the patient did the site notice the inaccuracy. The site had to abort navigation to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the site realized that the articulating arm was loose and not completely tighten which may have caused the alleged inaccuracy. Additional information was received. It was reported that the procedure was completed using landmarks.